Manufacturer narrative:
(B)(4).

Event description:
During a revision procedure, an alert was noted for high shock impedance. There was no anomaly noted with the right ventricular non-sjm lead. A high voltage test was performed on the device and an alert was noted for a possible circuit issue. The lead and device were explanted and replaced. The patient is in good condition.

Manufacturer narrative:
The device was received for analysis. The device image was reviewed and the reported alert was seen to have occurred. The occurrence of an output anomaly in the field was confirmed. Bench testing was performed and the device was found to be normal. No device anomaly was found. The cause of the output anomaly remains undetermined.